Manufacturer narrative:
Lead, model 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Lead, model 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Recharger, model 37754, serial# (B)(4). Programmer, model 37744, serial# (B)(4).

Event description:
It was reported that the patient had intermittent stimulation from their implantable neurostimulator (ins). It was noted that the patient had a fall about (B)(6) ago where they landed on their hands. Impedance measurements (run at 1.5 volts) showed electrode #0-7 had values of >20.000 ohms. The impedance check was run again at 3.0 volts and showed electrodes 2, 3, 6, and 7 had values of >40,000 ohms. A third check, again at 3.0 volts, showed all electrodes 0-7 except #4 at >40,000 ohms. There were no records of prior impedance checks available for a comparison. Follow up information reported that fluoroscopy images were taken (results not reported) and given to the patient's physician for review. It was noted that the patient did have coverage for his most painful areas. She was going to follow up with her physician in a few weeks for a possible revision. If additional information is received, a follow up report will be sent.